Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticm5_13.2 -16.0/-2.50/90 (sphere/cylinder/axis) was implanted and removed intraoperatively on (B)(6) 2023 into the patient's left eye (os), due to lens tear/break during injection/delivery into the eye. Patient contact but no patient injury. Lens was replaced on (B)(6) 2023 with same model lens and problem was resolved. Eye quiet, surgeon and patient happy. Cause details were "plundger got stuck in the cartridge." Claim# (B)(4).

Manufacturer narrative:
Claim (B)(4).

Event description:
The reporter indicated that a implantable collamer lens had became damaged on (B)(6) 2023. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.